Event description:
It was reported that a surgeon had implanted the pt with vsp screws for posterior fusion in 2005. Surgeon later performed an alif procedure 4 mos later. Four days later, the surgeon revised the posterior fusion removing all screws including two that were broken at the sacrum, and replaced with larger screws. As surgical intervention occurred to remove the broken screws an MDR is being filed to document this event.